Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. No alternate insulin therapy was available and the customer declined a follow up from technical support to verify that an alternate insulin therapy was in place. Customer¿s blood glucose level was 99 mg/dl.